Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00996. It was reported that there was noise on the right atrial and right ventricular leads. The atrial lead had very high and constant noise that was being oversensed by the device and made it difficult to determine if the lead was capturing, although it was eventually determined that it was capturing. Additionally, the atrial impedance was low. The device was reprogrammed to deactivate the atrial lead and to just sense and pace in the ventricle since the ventricular noise was less significant and was not reproducible. There were no patient symptoms reported.